Event description:
While making the skin incision for arthroscopy, the tip of a #11 blade broke off in the knee. A small piece migrated into a non-articular portion of the knee. Fragment was stable even with application of direct suction. Due to remote likelihood of clinical problem, the fragment was left in situ.